Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer also states that the insulin pump may have been exposed to sweat. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection. No button error alarms noted. All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces.